Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers and remote managers were failed. The field service engineer (fse) had arrived on-site and had found that the entire system had failed, with two remote managers showing disconnected. Despite power and internet connections being intact, no devices had been detected. Initially suspecting a defective all in one (aio), the fse had ordered a replacement and continued investigating. Upon further troubleshooting, the issue had been identified as firmware-related, prompting the fse to contact technical support specialist (tss) for assistance. After collaborating with tss, had discovered that the internal firewall had been blocking the system. The knowledge article "med station es - drawer failure after reboot - cabinet controller does not initialize/ not detected on bus" was applied. The tss agent had resolved the issue by downloading windows server update services (wsus) and antivirus (av) updates in remote support services (rss). Following repairs, the station, auxiliary cabinet, and both remote managers had been successfully detected and had resumed proper functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all drawers were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.